Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unit received with vibrator alert functioning properly, no vibrator anomaly noted. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrator anomaly. Customer's blood glucose at time of incident was 324 mg/dl. Customer stated the vibration is too loud and pump was not dropped. The customer stated the anomaly happened during normal use. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.